Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0jy0m, implanted: (B)(6) 2014, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0g100, implanted: (B)(6) 2014, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect, the patient¿s hand had been shaking badly and ¿like crazy¿ for about 3 weeks prior to the date of this report. The patient thought something electrical had turned her implant off and did not have the programmer to check. The patient¿s status was unknown. The patient¿s programmer had been lost or stolen and she could not wait to get a new one. No patient outcome was provided regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.